Event description:
It was reported that the electrical cord sparked while removing it from the outlet after a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
A field svc rep evaluated the neptune and confirmed the complaint. The power cord was replaced, tested and put back into svc.